Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were harder to push. Customer blood glucose was unknown. Customer also stated that the insulin pump had issue with priming. The device will not be returned for analysis.